Event description:
Maneyapanda, m., brkic, n. Psychotic episode after an increase in intrathecal baclofen dose: a case report. Pm<(>&<)>r. 2014. Summary/reported events: a (B)(6) male patient with history of traumatic brain injury (tbi) was admitted to an acute care hospital with a psychotic episode. Three weeks prior he was seen in an outpatient rehabilitation clinic. At that time, the patient's sertraline dose was increased from 50mg to 100mg and the intrathecal baclofen (itb) dose was increased from 75.10 micrograms per day to 98.04 micrograms per day. 1 week after these changes, the patient developed auditory hallucinations and delusions. He was admitted to an acute care hospital and psychiatry and neurology were consulted. Sertraline was discontinued and the itb was decreased to the prior dose. Brain magnetic resonance image (MRI) was without acute pathology. Spot electroencephalogram (eeg) and 24 hours video eeg showed evidence of right frontal epilepsy, but no seizure activity. Positron emission tomography (pet) scan with seizure protocol showed residual damage from tbi but no active seizure focus. The patient was started on olanzapine and his mental status gradually improved. The etiology of the patient's psychotic episode was attributed to a medication effect, with baclofen as the likely agent. The patient was discharged home and has had further decreases in itb dose. He denied any additional psychotic symptoms and is weaning off olanzapine with his outpatient psychiatrist. To authors¿ knowledge, this was the second reported case of intrathecal baclofen-induced psychosis. It was concluded that psychosis is a rare adverse reaction to intrathecal baclofen, as seen in this case, it can occur at relatively low doses.

Manufacturer narrative:
It was not possible to match this event with any previously reported event. (B)(4).